Event description:
Customer reporting 1 false positive flu b result on an asymptomatic patient. Customer states the result was initially positive but on double retest using the same materials the result was negative. No further confirmation testing was performed.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.